Event description:
(B)(4) clinical study. Same case as: 2134265-2012-00519, 2134265-2012-00521, 2134265-2012-00523. It was reported that post a coronary stenting treatment procedure, the patient expired. During the index procedure in (B)(6) 2010, a percutaneous coronary intervention was performed with the placement of two unknown taxus stents in the left anterior descending (lad). In (B)(6) 2010, the patient underwent intervention. Lesion 1 was located in the 2nd obtuse marginal (om). The lesion was 80% stenosed, 3.5mm in diameter and 20mm long. The lesion was treated with predilation and placement of a 3.5x32mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the proximal left circumflex (cx). The lesion was 80% stenosed, 3.5mm in diameter and 8mm long. The lesion was treated with placement of a 3.5x8mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient expired. The ems had been called to the patient's residence due to respiratory distress. Upon arrival, the patient was in complete heart block and pulseless electrical activity arrest. The patient was treated with epinephrine and atropine. Spontaneous circulation returned after 5 minutes with blood pressure 300/palp. The patient was intubated. Upon arrival to the emergency room, the patient was again in pea; acls measure were resumed. The patient was also having involuntary jerking movements about every 30 seconds, suggestive of anoxic brain damage. Per consultation, there was no brain wave activity on eeg monitor; status was dnr. Per physician's progress note, the event was not considered a new stemi based on ECG and cardiac enzyme results. The patient expired five days later due to cardiopulmonary arrest.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).